Manufacturer narrative:
(B)(4). Additional information was received from the customer and indicated that there was no ventilator malfunction. The ventilator did not contribute to patient's death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the emergency wall outlet at the hospital lost power. The 840 ventilator alarmed and a half hour or so later, the patient died. The customer only called to get assistance on how to view the ventilator diagnostic logs. Additional information has been requested.